Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with her sets not sticking. Customer stated that she also needed reservoirs. Customer stated that the plunger would not stay in the reservoir when she would go to fill the reservoir. Customer stated that it occurred a couple of weeks ago. Customer stated that she had 2 reservoirs that she was unable to use and she threw out the other reservoirs. Customer mentioned that she needed emergency supplies for her reservoirs. Customer was shipped extra reservoirs.